Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet app did not detect a new freestyle libre 3 plus sensor during pairing process, and after guided retry the sensor entered warmup and the pairing issue resolved. No adverse clinical symptoms reported. Outcomes included no impact on health and no alerts or alarms on the ilet. User support included technical troubleshooting and education conducted remotely. Investigation of this case revealed an initial pairing failure with the continuous glucose monitoring component that resolved after standard setup and scan, consistent with transient connectivity or initialization behavior. It was concluded, based on previously established findings for similar reports, that the cause was intermittent connectivity resolved with standard troubleshooting.